Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: machines alarmed with technical event 231008 (o2 valve leak) when connected to high pressure oxygen. No patient involvement.